Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) performed an initial evaluation on the device at the facility. The fsr replaced the gas delivery engine as the suspect component. After the repair was completed the device was returned to the customer.

Event description:
The customer reported the device alarms with visual displays "extended high ppeak , circuit occlusion and safety valve open" on ventilator start up. No reported patient involvement or harm.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.